Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board and pneumatic block were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf140 and sf188) related to alarm priority and a safety assert system fault respectively. The device also failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Review of the device data logs confirmed the reported complaint and revealed an error message (sf74) related to the software. The investigation determined that the reported failure to complete the internal self-test and sf188 were due to an isolated component failure within the pneumatic block while the sf140 and sf74 were a by-product of this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf140 and sf188) related to alarm priority and a safety assert system fault respectively. The device also failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.